Manufacturer narrative:
Date sent to the FDA: 05/10/2021 additional information: d9, h6 additional h6 component code: g07002 ¿ reported condition not confirmed additional h-3 summary: visual analysis of the returned samples determined that unopened samples of product code 8695g were received for evaluation. Visual inspection of the unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength with knot force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. Additional information was requested, and the following was obtained: how many sutures broke during this single procedure? 3 sutures how many sutures pulled off of the needle during this single procedure? 1 also - was the needle that fell into the patient's mouth removed during the initial procedure? Yes was the needle that fell into the patient¿s mouth retained in the patient¿s tissue? No what was the size of the needle used? P3 needle the following information was requested, but unavailable: if retained, what is the location of the retained needle? X if the needle piece is retained, are there plans to remove it? X this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted 2210968-2021-03447, 2210968-2021-03448, 2210968-2021-04427 and 2210968-2021-04428.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: how many sutures broke during this single procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gingival graft on (B)(6) 2020 and suture was used. During the procedure, the wire broke. There were no injuries or adverse patient consequences. No additional information was provided.